Event description:
The user facility reported that while an employee was loading an instrument tray into the sterilizer, steam burned her hand. No procedural delays or cancellations were reported. It was reported that the employee was not wearing proper personal protective equipment; the employee diagnosed with a 2nd degree burn on two fingers on her left hand. The user facility reported the employee has returned to work and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the s2 valve was leaking steam into the chamber due to a piece of debris lodged between the seat and plunger of the s2 valve. The technician cleaned and rebuilt the s2 valve, tested the unit and returned it to service; no further issues noted. The sterilizer is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp. 1-1): "warning- burn hazard: always wear protective gloves and apron, also face shield, if processing liquids when removing a processed load. Protective gloves and apron should also be worn when reloading the sterilizer following previous operation." "Steam may be released from the chamber when the door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The maintenance manual states (pp.3-1): "warning-personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance in additional to the faithful performance of routine maintenance." "3.1-inspect each hand valve for smooth operation and proper valve seating (bi-monthly)." "3.2-inspect valve for leaks (b-monthly)." Steris has offered in-service to the user facility regarding proper maintenance on the unit and is awaiting a response.

Manufacturer narrative:
Steris has scheduled in-service training on (B)(4) 2012 regarding proper use and operation of the equipment.